Event description:
During an injection of intravenous contrast at a rate of 1.4 cc/second, the patient's IV infiltrated. Contrast extravasated into the soft tissue of the dorsal area of the left hand. Approximately 30 cc of omnipaque 300 was extravasated.